Manufacturer narrative:
This medwatch is submitted to report addi and send the result of the investigation of this complaint. We have received the sales order on 11 september 2018 and shows that it was a two level implantation. The sales order shows information about the product and the patient. The review of device history records this review did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided and based on: - the product history records. - the review of the recurrence of this type of event . - the review of this case during the complaint meeting; the root cause cannot be determined. IFU takes into account stenosis in potential adverse effects of the device on health section. It could be possible to make hypothesis of "non-compliance with information provided." However, due to the lack of information received from the reporter, this hypothesis could not be validated. Root cause: unknown the investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Mobi-c p&f us : revision due to radiculopathy. We have received a complaint on (B)(6) 2017. A surgery was been performed on (B)(6) 2015 by dr charles edwards. On 6 december 2016 , a revision was been performed at the level c6-7 due to a recurrent foraminal stenoses which caused cervical radiculopathy. The revision was performed for removing the implant and a acdf was performed. Patient is stable.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p&f us : revision due to radiculopathy prosthesis was removed and replaced by a fusion device. Patient is doing fine additional information was requested